Event description:
It was reported to manufacturer that the vns patient's generator was "moving" after a recent re-implant surgery. Surgery took place as the lead was recently found to be problematic and during surgery, migration of the newly implanted generator was observed (see medwatch 1644487-2007-01259 for the investigation of the lead.) The surgeon opted to replace the generator, as they "wanted this patient to have a fresh start." The explanted generator has been returned to manufacturer and is pending the analysis findings. The believed cause of the migration provided by the treating physician was a result of the generator not being secured well enough during the re-implant surgery.